Manufacturer narrative:
(B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume infusors had a damaged bladder. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was manufactured from july 23, 2019 - july 24, 2019. Two actual devices were received and evaluated. A visual inspection was performed using the naked eye which found the bladder of each device was ruptured. The bladders were microscopically examined for any signs of abnormality that may have potentially caused the rupture problem. As a result, no signs of abnormality were found. The reported condition was verified. The exact cause of the condition could not be determined however, the most probable cause of the ruptures was determined to be due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.